Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel resulting in inappropriate ventricular tachycardia (vt) episodes which were diverted. Noise also occurred with threshold measurements. The pacing impedance has increased, and the r-wave measurement has decreased since implant, which occurred one day ago. Additional information was received stating the rv lead had dislodged and was repositioned.